Event description:
Pt. Admitted with recurrent syncope. History of insulin dependent diabetes, lupus. Needle lock device and intermittent infusion plug inserted on 10/28/91 and discontinued 10/31/91. Site documented as red volar surface near puncture site right forearm. Phleitis secondary to her IV. 11/7/91 documented "? Immunocompromised patient with septic phlebitis. Diagnosis lupus, insulin dependent diabetic. Source of infection appearing to be heparin lock with ? Of her ease of infection of possible immunocompromised status has been raised." 11/6/91 to surgery for incision and drainage and debridement right arm. Wrist to midproximal arm. Transferred to ICU. Condition 12/11/91 improveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.